Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) inspected the system onsite and confirmed the reported issue. As a part of troubleshooting, philips engineer checked power inverter unit, anode drive unit but there was no problem detected and rebooted the system multiple times. After which, the system was returned to good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system did not do x-ray. The device was in clinical use. No patient harm reported. Philips has started an investigation of the complaint.